Manufacturer narrative:
(B)(6)

Event description:
New information indicated that the lead exhibited low p wave amplitude. The stylet could not be inserted during explant. The lead was extracted eventually without any difficulties.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced. No patient symptoms were reported. No further information was available at this time.